Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) level of 98mg/dl. Customer called emergency services who assisted the customer in testing bg level. No additional patient or event information was provided. Reportedly, the customer declined troubleshooting with tandem technical support.